Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the proximal renal artery with heavy calcification. The 5.0 x 18 mm herculink elite stent delivery system (sds) was advanced to the lesion, but met strong resistance. The sds was removed and it was noted that the shaft was kinked. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The cine of the procedure was received. The cine images start with an unsuccessful attempt to cross a totally occluded stent in an obtuse marginal with a guide wire. The ostium of the right renal artery is dilated. A stent is then positioned over the lesion and is deployed. Final images are of unsuccessful attempts to retrieve a dislodged stent in what appears to be the right popliteal artery. Two stents are then deployed to crush the dislodged stent against the vessel wall. There are no images of the unsuccessful attempt to cross the lesion in the right renal artery. Additionally, returned device analysis found that the stent implant was dislodged and not returned, which is consistent with the cine review. Additional information reported that during removal, resistance was noted and the shaft became kinked.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and a cine of the procedure was returned for analysis. The bend (kink) and stent dislodgement were able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device and cine review, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.